Event description:
The box of a precise stent indicated that the product was 30mm in length. However, when the stent was deployed, in the tibio-peroneal trunk, it was 40mm. The stent went passed to the post tibial artery. It was noted that because the stent was too long it jailed the posterior tibial artery. However, the artery was not occluded and did not require treatment. The physician did not want the stent to cover the origin of the posterior tibial for fear it might occlude in the future. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.